Event description:
It was reported that the 9900 system will shut down when the interconnect is bumped up near the lemo connection. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.